Manufacturer narrative:
The report from the (B)(4) study (patient ID# (B)(6)) indicated that during the enterprise vrd assisted coil embolization the trufill dcs orbit ((B)(4)),used as the 8th coil, unraveled. It was withdrawn successfully from the patient's body. No other damages were noted to the device and the coil was still attached to the delivery system. There was no adverse event. Other coils were used to complete the procedure. There was no causality with the enterprise. It is not known if additional force was utilized or whether there was any resistance during manipulation of the coil prior to stretching or if the microcatheter was reposition over the deployed or partially deployed coil. The patient's condition after the procedure was stable. The trufill dcs orbit was not returned for analysis. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final lot 15194208 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported stretching of the coil. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Based on the available procedural information, no conclusion can be made regarding the reported stretching of the orbit coil. With review of the device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00048 & 1058196-2011-00049.

Manufacturer narrative:
Prior to inserting the enterprise stent, other devices utilized consisted of a terumo guidewire and excelsior microcatheter. A prowler select plus (606-s255x/lot 15184433) was utilized with the enterprise system. Coils utilized to treat the aneurysm consisted of micro plex (qty 12), orbit 638cf0925 (lot 15176813, 15193814, 15193815 qty3), and 638cf0824 (lot 15158719 qty2), during the procedure, a constant and dedicated saline source was utilized at all times, and no kinks were noted in the (mc) microcatheter that may have contributed to the event. The same microcatheter was utilized to complete the procedure because it was not damaged. The aneurysm was saccular with neck that measure 7.7mm, and a neck to sac ratio was 7.7mm-10.0mm. The parent vessel size proximal diameter was 4.0mm and distal was 4.0mm to the aneurysm neck. Medications given pre-procedure consisted of clopidogrel, aspirin, the day of the procedure heparin, and post-procedure argatroban. A cd copy of the procedure was not available. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system. The patient's condition after the procedure was stable. No further information was available. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00048 & 1058196-2011-00049. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15194208 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00048 & 1058196-2011-00049. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from clinical study (B)(4) pms enterprise for patient with ID# (B)(6) indicated that during the procedure, the orbit (638cf0615/15194208) used as the 8th coil unraveled, but was withdrawn successfully from the patient's body. There was no adverse event. Other coils were used to complete the procedure. There was no causality with the enterprise. The day after the procedure, MRI showed lacunar infarction at the optic thalamus. The symptoms included walking instability, decreased attentiveness, and decreased higher brain function. Argatroban hydrate and sermion were administered. The patient's recovery was confirmed approximately a month after the event. The procedure was coil embolization assisted with the vrd stent ((B)(4)) for the unruptured aneurysm in the (p-com) posterior communicating artery. The patient was not admitted with neurological deficits, the modified rankin scale was 0, but after the procedure the mrs was 2. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement.